Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00775.

Event description:
As reported by the field, during a stent assist coil embolization to the basilar artery, an enterprise2 4mmx23mm intracranial stent (encr402312, 7469264) became impeded in the distal end of a prowler select plus 150/5cm microcatheter ((B)(6), lot unknown) and could not pass through the microcatheter (mc). The physician removed the microcatheter and stent from patient¿s body and switched new devices to complete the surgery. Additional information received indicated that they were not able to move the device at all. The mc did not kink or bent. They were not able to torque the device. There was no evidence of physical material within the device. Other devices were not successfully used with the concomitant device prior to the encountered resistance. The introducer was properly engaged with the infusion catheter hub. There was a 10-minute procedural delay due to the event, the delay was not clinically significant.

Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization to the basilar artery, an enterprise2 4mmx23mm intracranial stent (encr402312, 7469264) became impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not pass through the microcatheter (mc). The physician removed the microcatheter and stent from patient¿s body and switched new devices to complete the surgery. Additional information received indicated that they were not able to move the device at all. The mc did not kink or bent. They were not able to torque the device. There was no evidence of physical material within the device. Other devices were not successfully used with the concomitant device prior to the encountered resistance. The introducer was properly engaged with the infusion catheter hub. There was a 10-minute procedural delay due to the event, the delay was not clinically significant. A non-sterile enterprise2 4mmx23mm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that only the delivery wire was returned for evaluation. No damages were observed on the component. The delivery wire was inspected under magnification and no appearance of damages was noted. The issue reported regarding the stent being impeded in the distal end of the microcatheter could not be evaluated due to the lack of items returned. The stent component must still be attached to the delivery wire and inside the introducer in order to be able to perform a functional test. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 7469264. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there is no evidence to suggest that the issue encountered during the procedure is related to the design or manufacture of the device, no CAPA activity is required. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.